Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system (sds) was advanced, resistance was met with the very tortuous anatomy resulting in the reported failure to advance. Upon pulling the sds back to the tip of the guiding catheter, interaction with the guiding catheter, as the guiding catheter was not coaxially aligned, resulting in the reported difficulty to remove, ultimately resulting in the reported stent dislodgement. Additionally, the treatment appears to be related to the operational context of the procedure as another dilatation catheter was placed distal to the stent and retrieved the dislodged stent. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the xience alpine stent delivery system (sds) was advanced to the very tortuous proximal left anterior descending coronary artery. The device was unable to cross the lesion due to anatomy. During device removal, resistance was noted at the guide catheter and the stent dislodged from the balloon. Another dilatation catheter was placed distal to the stent and used to retrieve the dislodged stent at the guide catheter location. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.